Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a perclose a-t after an interventional procedure. Reportedly, the foot was deployed, but the foot could not be parked. The device was removed with the foot in the open position. Manual arterial compression and a surgical stitch was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose a-t device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Difficulty in parking the foot as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all perclose a-t devices undergo multiple deployment related inspections including, but not limited to; verification of actuator wire is properly bonded to foot, handle lever properly opens and closes to deploy and park the foot, and at final inspection the foot is inspected for damage, deployment and parking is verified again. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported foot being difficult to park and the associated patient effects could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.